Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a lcd fault and replace system controller alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 38 days ( (B)(6) 2021 per time stamp). On (B)(6) 2021 at 14:02, there was a replace controller alarm that was accompanied by a yellow wrench advisory and a lcd fault. The yellow wrench advisory and replace controller alarm activated due to the lcd fault. The alarm cleared shortly after activating. The lcd fault was active several other times throughout the log file but was not active long enough to activate an audio/visual alarm. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial (B)(6), was not returned for analysis and was exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported events cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot lcd fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller had a continuous audio tone without any alarm displayed on the screen or illuminated alarm indicator. The patient stated that their system controller running symbol was not illuminated either. The display button revealed the following parameters: flow 4.4 speed 9600 pi 6.2 watts 5.7, confirming that the system controller was running. The batteries were changed and the audio tone continued. The battery clips were then exchanged and the audio tone continued. The system controller was exchanged with no complications. The green pump running symbol illuminated. The parameters were as follows: flow 4.6 speed 9400 pi 6.3 watts 5.4. The patient was instructed to come to the hospital for further evaluation as well as to obtain a new back-up system controller. Technical services reviewed the log file and noted there was a replace system controller alarm and an lcd fault alarm that occurred on (B)(6) 2021 and another lcd fault alarm on (B)(6) 2021. Both times, the alarm resolved on its own and did not affect the performance of the pump.